Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 4 years and 9 months post transfemoral tavr procedure in the aortic position, the patient underwent a valve in valve (23mm sapien xt valve in 23mm sapien valve) transfemoral tavr procedure for moderate transvalvular leak. The sapien xt valve was successfully deployed in a more ventricular position at 80:20 aortic/ventricular as oppose to the first valve at 85:15 aortic/ventricular, reducing the transvalvular leak to none-trace. The patient left the room in stable condition.

Manufacturer narrative:
Despite multiple attempts, additional information was not forthcoming. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the worsening cai 4 years and 9 months post tavr is unknown. However, the event may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.